Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5554-53 implantable pacing lead, implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased impedance and pacing thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Maximum ventricular pace impedance varies rises from 779 ohms the week ending (B)(6) 2013 to 1938 ohms the week ending (B)(6) 2014.